Event description:
During final tightening of l4-5 tlif procedure, surgeon was tightening the third locking cap with the driver and the torque limiting handle. The torque limiting handle would not click when the surgeon was turning the driver and the locking cap became stripped. Surgeon left the locking cap in place and completed final tightening of the fourth screw with no further problems.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.